Event description:
Device 4 of 4. Reference MFR report: 3008829311-2017-00859, 3008829311-2017-00860 & 3008829311-2017-00861. It was reported the patient's drg leads migrated after the patient fell. The physician stated the l4 lead was near the drg and the s1 had pulled up. A company representative met with the patient but was unable to resolve the issue with reporgramming of the patient's drg system. Surgical intervention may taken to address the issue.

Event description:
Device 4 of 4. Reference MFR report: 3008829311-2017-00859, 3008829311-2017-00860 & 3008829311-2017-00861. Follow up information received identified surgical intervention was taken and the patient's two leads on the left side (l4 and s1) were explanted and replaced with new leads in the same location. Postoperatively, the patient reported receiving stimulation therapy to all targeted areas. The reported issue was resolved.